Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the switch box had a scratch, the air/water cylinder had no color, the suction cylinder had no color, the plug unit had corrosion due to water leakage, the circuit board unit in suction connector had corrosion due to water leakage, scope case unit had corrosion due to water leakage, the cable unit had corrosion due to water leakage, due to a chip on probe cover, water tightness was lost, due to clogging of nozzle, water supply volume did not meet the standard value, due to wear of angle wire, the play of up/down knob was out of the standard value, the light guide lens had a crack, the connecting tube was deformed, the connecting tube had a cut, and the universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii gastrointestinal videoscope had poor angles, clogged nozzle, and poor irrigation. The device was returned for evaluation. During the device evaluation, it was found that the nozzle was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation feedback from the field. The customer¿s complaint was observed by an olympus field service engineer (fse) and the device was reprocessed prior to being returned for repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to leakage at plastic distal end cover (c-cover). The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in gif-h185 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.